Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and a high level of ketones identified as dangerous by healthcare provider. Reportedly, the customer was new to the pump, and once cartridge was out of insulin, customer did not know how to load a new cartridge and infusion set. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Tandem technical support assisted customer with scheduling additional training.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and a high level of ketones identified as dangerous by healthcare provider. Reportedly, the customer was new to the pump, and once cartridge was out of insulin, customer did not know how to load a new cartridge and infusion set. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Tandem technical support assisted customer with scheduling additional training.